Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report symptom - intra-aortic balloon pump (iabp) showed "battery run time less than 20 minutes and stopped pumping with an alarm shortly afterwards. The iabp was on a patient. No reported harm to patient. Findings/actions taken: started pump at 7:29 am, bolt voltage 12.3 volts. At 7:45 am pump alarmed battery run time less 20 minutes, battery voltage 11.4 volts. Less one minute after alarm pump stopped and alarmed constant to replace battery. Change voltage - ok. Pump was plugged in over night. The battery, display head and display cable were replaced. There was no reported patient death or injury. There were no patient complications. The patient outcome is fine. Additional information received from the transport team manager on (B)(6) 2011 stated the pump was not exchanged off the patient. The pump was plugged into the electrical socket. The battery was exchanged. At the time of this incident the patient was not in the transport vehicle but in the hospital waiting for transport.